Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "shows error 1000." There was no reported patient involvement.